Manufacturer narrative:
The device history records (DHR) for the device was reviewed and there were no unusual findings related to the reported issue and the product was released to company acceptable criteria. Investigation including root cause analysis is in progress. A supplemental MDR will be field as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
An optometrist reported a pt with dry eyes at three days lasik post-operative visit. A visit patient complained of "vision seems blurred". Additional info from reporter indicated patient was prescribed artificial tears and a cyclosporine ophthalmic solution which resolved the reported issue after seven days of treatment. The report is for the right eye, and additional report will be filed for the left eye.